Event description:
It was reported by svc report that the cot would not properly lock into the fastening system due to a damaged retaining post. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: retaining post tube.